Event description:
It was reported two weeks post-initial implant, the patient's incision had slow healing and their symptoms were not improving. The patient was sent home with antibiotics and new programming. A couple of weeks after, there was still no improvement of symptoms or wound site. The physician had the patient come in for wound cleaning, and upon the operating room, the physician assessed the site and saw no signs of infection. The patient's ins was a little more superficial, so the physician created a deeper pocket, no deeper than 2 cm. The physician also noticed the lead migrated with two electrodes sitting inside the sacrum. In post-pocket revision, the patient was reprogrammed with the two electrodes outside the sacrum and the patient felt fluttering in their vaginal area. Per the physician, the healing of the wound should be better. If the patient's symptoms do not improve with the new programs, after exhausting both, the plan is for a possible revision in the future.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4) (B)(6).

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for additional information impacting field (b5) incident description (h6) coding.

Event description:
It was reported two weeks post-initial implant, the patient's incision had slow healing and their symptoms were not improving. The patient was sent home with antibiotics and new programming. A couple of weeks after, there was still no improvement of symptoms or wound site. The physician had the patient come in for wound cleaning, and upon the operating room, the physician assessed the site and saw no signs of infection. The patient's ins was a little more superficial, so the physician created a deeper pocket, no deeper than 2 cm. The physician also noticed the lead migrated with two electrodes sitting inside the sacrum. In post-pocket revision, the patient was reprogrammed with the two electrodes outside the sacrum and the patient felt fluttering in their vaginal area. Per the physician, the healing of the wound should be better. If the patient's symptoms do not improve with the new programs, after exhausting both, the plan is for a possible revision in the future. The clinical specialist provided an update saying the patient underwent a revision surgery for their ins and tined lead on (B)(6) 2025.